Manufacturer narrative:
It was reported that the patient's single-coil right ventricular defibrillation lead consistently exhibited shock impedance measurements that were over 100 ohms. No lead issue was suspected by the physician, and the patient was not asked to present to the hospital for lead evaluation. The device and lead will continue to be monitored with the patient's remote monitoring system.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and associated right ventricular (rv) defibrillation lead recorded a high, out-of-range shock impedance measurement. A red alert was issued in the patient¿s remote monitoring system due to the out-of-range measurement. No adverse patient effects were reported.